Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: is a photo available of the product? Yes. Was the device used on a patient? If so, was there any patient consequence? No. Visual comparison of retain (control) samples with suspected counterfeit products images: suspected counterfeit product sample was evaluated visually against retain sample. Many discrepancies were found during the investigation specifically regarding the packaging and labeling, supporting the designation of counterfeit product. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a suture was is suspected of being counterfeit. No adverse patient consequences were reported. Additional information was requested.